Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was report a z9002 23.5 diopter intraocular lens (iol) was explanted from the left eye of a male due to a residual refractive error. There was no complications, no patient injury and no addition procedures. The lens was replaced with the same model lens of a 25.5 diopter. The patient was indicated as recovered.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/14/2016. Device returned to manufacturer ¿ yes. Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification was performed and the lens was cut in two pieces most probably to make the explant process possible. Fibers/particles were observed on lens related to the handling the lens in a non-sterile environment. Residues of viscoelastic solution were also observed which indicates that the unit was handled and prepare for surgical use. One of the haptic was observed distorted/bent. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of the po. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.